Event description:
It was reported that a patient of 172cm in height an intra-aortic balloon (iab) was placed and the pump alarmed: helium leak. Blood was found inside the balloon, 2 minutes after the catheter was inserted. The iab was taken out and successfully replaced by another. Patient outcome: reported as fine. There was no patient death, serious injury or patient complication reported.

Manufacturer narrative:
(B)(4). Teleflex received the device for investigation. The reported complaint of blood in helium pathway is confirmed. The iab was confirmed with a leak from the bladder which allowed blood to enter the helium pathway. The leak site on the bladder is consistent with contact from a sharp object. The root cause is undetermined, but a potential cause of how the iab came into contact with a sharp object is due to customer handling. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. This will be monitored for any developing trends. No further action required at this time.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient of (B)(6) in height an intra-aortic balloon (iab) was placed and the pump alarmed: helium leak. Blood was found inside the balloon, 2 minutes after the catheter was inserted. The iab was taken out and successfully replaced by another. Patient outcome: reported as fine. There was no patient death, serious injury or patient complication reported.